Manufacturer narrative:
Device received for investigation. Confirmed customer¿s complaint that the device alarms with power off power on replace pumps if continues alarm. Device failed self-test with power off power on replace pump if continues. Review of the event alarm logs shows device alarmed with e325. Replaced the main power supply. Device no longer alarms with power off power on replace pump if continues. Device passed self-test with no error alarms. Device no longer alarms with e325. Probable cause for power off power on alarm an e325 is contamination on the main power supply that caused a component to burn up on the power supply. During inspection found contamination on the fluid shield. Verified discrepancy through visual inspection. Replaced the fluid shield. Probable cause is contamination. Device was received with non-ICU medical battery. Verified discrepancy through visual inspection. Replaced the battery and pressed change battery softkey. Probable cause incorrect battery installed. Non-ICU medical battery installed.

Event description:
The event involved a plum 360¿ infuser where it was originally reported that the device shows replace pump error message. The event occurred during start up. There was no patient involvement, no patient harm and no delay in therapy. During investigation it was found that the devices cause for power off power on alarm an e325 is contamination on the main power supply that caused a component to burn up on the power supply.